Event description:
The infusion pump was rec'd at a baxter authorized svc facility with a note stating "air sensor broken". No add'l info was rec'd from the hosp. The biomedical engineering and risk managment depts at the hosp were not aware of any issue with the infusion pump or any incident with the air sensor.

Manufacturer narrative:
Evaluation summary: the infusion pump was further evaluated by baxter healthcare. The device utilizes a ultrasonic sensor, where air would transmit the signal poorly and stimulate an air alarm. When an air filled intra venous tubing was loaded into the pump the transmitted ultrasonic signal did not drop below the threshold to initiate an air alarm. Co's inspection showed no direct cause for the change in the air sensor values that were observed. The air sensing system for the pump was recalibrated before the pump was returned to the hosp.